Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. The device was noted to be intermittently pacing. It was also noted there was intermittent undersensing on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.